Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 and upn (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior lumbar interbody fusion (plif) pre-operative diagnosis: lumbar canal stenosis, spondylolisthesis level implanted: left side of l4/l5 it was reported that intra-op, after tightening the right side of l4 burr occurred with set screw while tightening the left side. Final tightening was performed with the product. The set screw broke into fragments but pieces of threaded part came out from the patient. The product came in contact with the patient. No fragment remains in the patient. There was no complication related with the patient.